Manufacturer narrative:
On (B)(6) 2025, the lot number of the device was identified. Based on the lot number availability, fields d4. Lot, d4. Expiration, d4. Primary UDI number and h4. Device manufacture date have been populated. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to carto 3 system and an ablation cycle was performed, no force, magnetic, noise, temperature or impedance issues were found. Additionally, device was deflected and irrigated during the test and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician's opinion of the cause of this complication was a result of the patient being in flutter for an extended period of time and that the patient may have had underlying sinoatrial (sa) node dysfunction, that was hidden by the flutter. The instructions for use (IFU) states the following recommendations: when using the catheter with conventional systems (such as fluoroscopy or intracardiac echocardiography), with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
During atrial flutter right (r-afl) ablation with a thermocool smarttouch sf and the patient experienced asystole treated with temporary coronary sinus (cs) / right ventricle (rv pacing and pacemaker implantation. While ablating the cavotricuspid isthmus (cti) for typical atrial flutter, the patient's longstanding flutter broke and became asystole; it was noticed on EKG. The physician immediately paced from the cs catheter which was quickly moved into the rv. The patient eventually reverted to bradycardic sinus rhythm. The physician then made preparations to implant a permanent pacemaker. The patient was reported to be in stable condition. Additional information was later received indicating the physician believes that the cause of this complication was a result of the patient being in flutter for an extended period of time and that the patient may have had underlying sinoatrial (sa) node dysfunction, that was hidden by the flutter. The patient had emergency pacemaker implant. The patient is back to normal with a pacemaker implanted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On 3-nov-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).